Event description:
Our affiliate is reporting that during an arthroscopic shoulder procedure, a portion off, or, all of the dam section of a clear cannula broke away into the patient's joint space. They are reporting no patient problem or harm. This is all of the information made available to date to mitek questions out asking for further information and clarity.

Event description:
Our affiliate is reporting that during an arthroscopic shoulder procedure, a portion off, or, all of the silicone dam section of a clear cannula broke away into the patient's joint space. The silicone dam was easily retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received the complaint device and evaluated it visually. It is noted that one of the 3 "dams" is missing. This device's design incorporates 3 dams sandwiched together at the instrument entrance or proximal end of the cannula; the most superior dam, but for the center entrance hole, is solid, while the 2 lesser dams have several slits emanating from the center hole out. It is the most superior dam that is missing from the assembly; no other damage or anomalies to the device are noted. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot tell anything from this; we cannot discern the root or underlying cause for this issue; we attribute the event to an anomaly. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.